Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental report is needed for a correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of loss of connection on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of an unknown duration of loss of connection is reportable based on the finding of loss of connection greater than one hour. No injury or medical intervention was reported.